Event description:
It was reported that during patient treatment, the anesthesia system generated alarms for high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The claimed issue was reproduced during troubleshooting. It was recommended to replace pneumatic valve shaft kit, which was ordered by distributor. There was no more information about if that solved the issue. The review of received device's logs confirms occurrence of reported issue. The root cause to the reported issue has not been determined. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and health effect - impact codes was required. D1 - brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system; d4 - version or model # - previous version or model #: flow-c, corrected version or model #: 6887700; d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4), (B)(6) ; health effect - impact codes - previous: missing, corrected health effect - impact codes: no health consequences or impact 2199.